Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the calibration was out at the zero reading and the fine adjustments cams were replaced and control bar repositioned and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device needed repaired. During the investigation, it was found that the handpiece skips on the skin. No adverse event was reported as a result of this malfunction.